Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen display. The customer stated that there was no button response, no blank screen, and no alarms. The customer also stated that the battery was removed for five minutes and two hours but the anomaly still persisted. Nothing further was reported.